Manufacturer narrative:
Device is a combination product. Synergy ous mr 3.50 x 24mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found identified distal stent damage. Damage noted to the 4 most distal stent strut rows. The undamaged crimped stent outer diameter was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found a shaft polymer extrusion kink 87 mm proximal to the distal tip. An examination (visual and via scope) found no issues with the tip. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 21-jan-2019 it was reported that crossing difficulties were encountered. The target lesion was located in a severely calcified left anterior descending artery. After pre-dilation, 3.50 x 24 synergy stent was advanced but was unable to cross the lesion due to calcification and angulation. The procedure was completed with a different device. However, returned device analysis revealed stent damage.